Event description:
It was reported that the ultrasonic probe insulation worn down. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage of internal oil. A root cause could not be identified. Based on the results of the investigation, the user report was confirmed due to probe tip damaged with a section of the probe cover torn off, causing oil to leak out. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic probe insulation worn down. This issue occurred during reprocessing. There were no reports of patient involvement.